Event description:
I wore new acuvue vita contacts from opened boxes on (B)(6) and a few minutes later I left home and drove to the mall nearby, when I arrived my vision was completely foggy, so I went back home, and my vision was very bad. I removed my contacts, but still my vision was extremely foggy, so I called an eye surgeon I know who told me to go see him the next day, but a few hours later, I could see normally. I wasn't sure what it was, so again I wore new contacts on (B)(6) and left home driving, but a few minutes in the drive my vision was again extremely foggy. I had to drive safely back home as I couldn't see much, and again removed those contacts, called the eye surgeon and he expected that it was only from the contacts as I was only having problems wearing contacts from those boxes and told me to try from new boxes. I received new contacts and I didn't have again that problem. This past week I contacted johnson & johnson the makers of acuvue vita, and when I spoke to (B)(4) there, my story was not a surprise or something unusual apparently due to her lack of concern. She just told me if I could send the used contacts to check and offered to refund the full order in which those contacts were sent. But this is a huge problem, I could have definitely been in a car accident, because the vision was extremely foggy and the 2 times it happened the vision was foggy for 3 hours after I removed the contacts. I couldn't do anything, I just had to stay home, and this needs to be investigated as I'm sure I'm not the only one who experienced this and johnson & johnson knows about this and their contacts are defective and put people at risk.